Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed external ram crc error alarm and unexpected restart. A cold reset was performed alarm. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was able to clear and rewind the pump. The customer performed self test and passed. The customer report unexpected restart. A cold reset was performed alarm again occur after inserting the new battery. The customer was advice to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self test and unexpected restart error alarm tests. No unexpected restart error or external ram crc error alarm anomalies were noted.